Event description:
It was reported that a spectrum pump buttons were not working during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5: additional information was received indicating the entire keypad including the on/off and run/stop keys) was not working. There was no patient involvement. Correction: f10/h6 health effect - impact code the device was received for evaluation. During functional testing, the reported problem was reproduced as the keypad was found t not function properly. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.